Manufacturer narrative:
Evaluation of this event can not be performed as the device has not been returned to co but rather has been retained by the doctor. Attempts to obtain the device and/or device information have been unsuccessful.

Event description:
The reporter stated, the tibial insert was revised due to soft bone. The baseplate and stem extension were also revised at this time.